Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pocket is healing fine, it doesn't look red, the doctor doesn't suspect infection, and it was unknown if there was an allergic reaction. The patient reported that at the last visit they thought the pocket was warmer than the rest of the skin. There was heating at the ins site. The caller reported that the patient's pain coverage is great. After about 6 hours of stimulation being on, the pocket is so warm. The rep was to follow-up with the patient. After reviewing the mdt report it was reviewed that the patient had stimulation on for 3 days disputing the claim of needing to turn it off after 6 hours. It was reviewed that the amplitude couldn't be determined. No further complications were reported or anticipated.

Manufacturer narrative:
And other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had heating at the incision site and when touched by the rep. Incision did feel warm. The rep reported that when the patient was moving cases of water, he lost paresthesia on the right side. The rep reported that they told the healthcare provider (hcp) about the incision being warm to the touch. The hcp instructed the patient to turn the device off for 24 hours and report back if the site was warm with the ins off. The rep reported that they reprogrammed the patient and was able to capture paresthesia on the right side and got effective coverage/pain relief. The rep reported that the patient was to follow up with the hcp in 2 weeks. No further complications were reported.